Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported personal therapy manager (ptm) was displaying code 8254. Reviewed code meaning and meant low reservoir. It was noted that patient was due for a refill and refill was scheduled/patient is scheduled for refill. Low volume considerations were reviewed and patient was redirected to healthcare professional for refill. It was reviewed patient may still be able to get boluses, and it was noted that patient was still able to get boluses and the last bolus was delivered this morning. It was noted that the code was not verified by the clinician programmer. Patient was able to use ptm and the ptm showed single tone alarm. Date of alarm was (B)(6) 2017 at 11:21am. It was stated that patient will call the healthcare professional (hcp) and was scheduled for a refill on (B)(6) 2017. Patient also reported not being sure if the pump was still working as patient was hearing an alarm. Patient alleged the pump alarming/beeping and stated they were hearing a single tone alarm. It was noted that sound was consistent with synchromed alarms. It was noted patient had an magnetic resonance imaging (MRI) on (B)(6) 2017. It was noted that MRI was not related to device or therapy, but was for hip/sacral iliac joint pain. It was noted that patient was to follow up with hcp. Patient was redirected to hcp regarding alarm. It was noted that patient was able to use ptm and ptm showed 8254 code for the alarm. Patient was able to use the ptm and verify the alarm. Patient noted not hearing the alarm until (B)(6) 2017. Ptm shows alarm on (B)(6) 2017. Patient mentioned being able to request and have the bolus delivered this morning ((B)(6) 2017). No symptoms reported pertaining to this event. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-new pain/hip/si joint pain and (B)(4)-pump failed/low battery reset. Additional information received on (B)(6) 2017 from a healthcare professional reported pump was refilled on (B)(6) 2017 as patient failed to come in for refill on (B)(6) 2017. The cause of the low reservoir alarm was noted as the pump worked fine. The issue was resolved and patient was reminded to watch personal therapy manager (ptm) alarm date and follow up before alarm date. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.